Manufacturer narrative:
(B)(6), an rn in the ccu, called into the emergency support program line to request support with a gas loss alarm. She stated there were no loose connections. The esp team had her perform proper troubleshooting: verify the helium tubing had no blood or discoloration, press the iab fill key for 2 to 3 seconds, press start, and check the helium tubing again. The pump resumed without issue. The esp team reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The esp team encouraged (B)(6) to call back should the alarm go off several times in an hour, with the proper troubleshooting, so it could be addressed together.

Event description:
(B)(6), an rn in the ccu, called into the emergency support program line to request support with a gas loss alarm. She stated there were no loose connections. The esp team had her perform proper troubleshooting: verify the helium tubing had no blood or discoloration, press the iab fill key for 2 to 3 seconds, press start, and check the helium tubing again. The pump resumed without issue. The esp team reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The esp team encouraged (B)(6) to call back should the alarm go off several times in an hour, with the proper troubleshooting, so it could be addressed together. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-type of investigation, h11 corrected field- h6-component codes.

Event description:
N/a.